Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal device used caused a post op bleed. The following information was reported by the user facility: massive rp bleed; the amount of blood loss reported was less than 250 cc's; the bleeding occurred post treatment; radial access - 6fr glidesheath slender; bilateral lower ext angiogram; bilateral coronary angiogram; 6fr jr 4.0, 6 fr jl 3.5, 6 fr pigtail 145 angled 110. The patient was brought back to the lab at approximately 4p; right femoral artery access; micro puncture 5 fr x 7 cm stiff (vasc solutions); ultimum 6 fr x 12 cm sheath; 6 fr angio seal vip closure; 6 fr xb 3.5, 6 fr xb 3.0.; samurai 190; nc apex 2.5x12; resolute integrity; 2.25x22, 2.5x30; ptca 1st diag, lad; stent 1st diag, lad; act 294; and 9k heparin total.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to select required intervention to prevent permanent impairment/damage (devices) in section b2 and provide additional event information in section b5.

Event description:
Additional information was received on june 27, 2017. The procedure outcome was reported to be successful, but major bleed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the MFR. Report no. The was provided in the first follow up report for 3013394970-2017-00149 on june 27, 2017. In the follow up report the MFR. Report no. Was entered as 3013394970-2017-00147. The correct MFR. Report no. Is 3013394970-2017-00149.

Manufacturer narrative:
The report is being submitted as follow-up no. 3 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.